Event description:
The facility reported an infusion pump with failure code 533. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation occurred on 09/21/2006. Failure code 533 was confirmed in the event history. Inspection of the device found that failure code 533 was caused by a faulty user interface module printed circuit board. The faulty user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.